Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Manufacturer's field service engineer reported defect on arrival. The threads on the o2 hose connection of the 02 manifold, which is part of the 02 transport kit are damaged. The main 02 hose line in the center of the manifold will not fully connect. There was no patient involvement.

Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: the 02 transport manifold was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the 02 transport manifold revealed stripped screw threads on the port b & port c. An attempt was made to assemble the 02 transport manifold. The o2 hose did not fit together correctly with the 02 transport manifold. The investigation technician could not get the o2 hose screw on port b & port c of the 02 transport manifold due to damaged screw threads. Resolution and disposition: the damaged screw threads on the port b & port c of the 02 transport manifold kit prevented the o2 hose to connect. A replacement 02 transport manifold kit was shipped to customer site to complete the installation.